Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vein occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings "the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary."

Event description:
Healthcare professional reported after injection in the lips with juvéderm volbella® xc, the patient experienced a ¿vein occlusion¿ the same day in the area of injection. The same day the patient was injected with "hyaluronidase" as treatment. The patient was taking the following medications concomitantly: "atenolol, trazodone and protonix". The patient has "deep vein thrombosis." No information if the symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection in the lips with juvéderm volbella® xc, the patient experienced a ¿vein occlusion¿ the same day in the area of injection. The same day the patient was injected with "hyaluronidase" as treatment. The patient was taking the following medications concomitantly: "atenolol, trazodone and protonix". The patient has "deep vein thrombosis." No information if the symptoms are ongoing.